Event description:
Customer reported via phone call that emergency medical services were dispatched due to a low blood glucose level and unconsciousness on (B)(6)2020. The customer¿s blood values ranged from 10-30 mg/dl. Customer¿s blood glucose level at the time of the call was 50 mg/dl. Customer was treated with food and d50. Customer was using the insulin pump within 48 hours of the reported event. Customer stated auto mode was active. Customer alleges the insulin pump is over delivering due to losing consciousness while on auto mode minimum delivery. Customer received software errors. The pump passed the displacement test and self-test. Pump will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the emergency medical service was dispatched due to low blood glucose level 10-30 mg/dl on (B)(6) 2020. Customer's current blood glucose was 50 mg/dl. Customer lost their consciousness. Customer treated by glucose tablet and food. Insulin pump was on auto mode. Customer was using insulin pump within 48 hours of reported event. Customer alleged that insulin pump was over delivering because the customer was passed out while on auto mode minimum delivery. Insulin pump received pump error alarms. Customer passed displacement test and self test. Device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. However, pump error 54 and pump error 3 alarm found in the device history due to software error. Device received with serial number label fading and pillowed keypad overlay.